Event description:
Reported an alarm. Troubleshooting was performed. The customer had bent cannulas. During the call the customer was hospitalized for high bgs. Customer was thirsty and had sore stomach. The customer mentioned having problems with no delivery alarm since couple months ago and did not call the helpline before.